Manufacturer narrative:
Review of programming history.

Event description:
During prophylactic generator revision on (B)(6) 2103, intraoperative system diagnostics indicated high impedance after the new generator was connected to the resident lead. It appeared that the pin was past the connector block. Generator diagnostics on the new generator were okay. Full revision took place. Pre-operative diagnostics were not performed as diagnostics from the patient's appointment the previous week were within normal limits. Follow-up showed that diagnostics from the patient's last appointment in late (B)(6) were within normal limits. The explanted devices were reportedly discarded.